Manufacturer narrative:
The pad-pak was first installed on the 14th august 2014. Voltages recorded were not representative of a new pad-pak. The device performed to specification up to the (B)(6) 2015. The device failed the weekly auto self-test due to a low battery. On the (B)(6) 2015 the device was still in fault mode and continued to record 8 further self-test fails due to a low battery up to and including the last log entry on the (B)(6) 2015. The returned pad-pak was inserted into the device. The device powered on with "warning low battery, device service required" prompt on shutdown. This confirms the reported fault. Investigation found the returned pad-pak had become depleted. No fault was found with the returned device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Event description:
There was no patient involved in this event. Device service required prompt.